Event description:
Phillips received information from a customer site that following service performed on the system, the upper right gantry leg cover came loose an fell off when th gantry was tilted. There was no report of injury to patient, operator, or other personnel as a result of this reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. Philips field service engineer (fse) evaluated the system and found that the cover fasteners had not been appropriately secured. The service manual clearly states that the fasteners need to be secured when reinstalling. The fse did not find any damage to the cover. The cover was reattached properly and the customer is satisfied. (B)(4).

Manufacturer narrative:
CT engineering evaluated the issue and determined the issue to be of acceptable risk which would not be likely to cause death or serious injury if it were to recur. The following mitigations apply: all screws and threaded connections will be secured. First priority ¿ mechanically. Second priority loctite. All threaded connections will be closed with controlled torque. Every part or assembly will be connected with two or more screws. Covers will be used to prevent free movement of expelled parts. The cause of the gantry cover fasteners being loose is that they were not sufficiently tightened by the fse following corrective maintenance on (B)(6) 2009. The mx8000 systems installation manual clearly states the following: covers in the left leg of the gantry. Close covers in the left leg of the gantry as follows: close the mcu cover as follows: slide the cover into place. Lock it in place by rotating the four screws each a half turn to the right. Reinstall the metal plate and close all screws using a 3 mm allen key.

Event description:
Philips received information from a customer site that following service performed on the system, the upper right gantry leg cover came loose and fell off when the gantry was tilted. There was no report of injury to patient, operator, or other personnel as a result of this reported event.